Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump received with vertical white lines across the lcd display due to moisture damage on the electronic assembly. The pump passed the displacement test, however, failed the self test due to missing segments/partial display. Moisture damage on the battery tube also noted during visual inspection.

Event description:
It was reported that the insulin pump had replace battery now alarm and had a partial display. Customer¿s blood glucose level was 150 mg/dl. The customer was advised to discontinued the insulin pump and revert to back up plan. The device will be returned for analysis.